Manufacturer narrative:
If additional pertinent information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited a shock impedance measurement of greater than 200 ohms when the patient was checked in clinic. Technical services (ts) reviewed device data and noted that there were no alerts for an out of range shock impedance value. The boston scientific representative indicated that they would see the patient again to recheck and potentially complete reprogramming. This device remains in service. No adverse patient effects were reported.